Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced multiple bent cannulas (3 cannulas bent) and insulin type was novorapid. The first issue occurred around (B)(6) 2020. Patient's blood glucose level was between 5-10 mmol/l at the time of this event and he did not notice any damage when the package was first opened. In another issue, patient experienced high blood glucose level due to a bent cannula and the skin around the site area was infected. Therefore, the patient attempted to deliver boluses (multiple dose injection), but on (B)(6) 2020, the patient was admitted to the hospital due to high blood glucose level and diabetic ketoacidosis. Patient's highest blood glucose level was 33.3 mmol/l and the infusion had been used between 2-3 days. During hospitalization, he received fluids, antibiotics and intravenous medication (drug name unknown) which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with possible damage to kidneys. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.